Manufacturer narrative:
The power management graph was not in specification. Unexpected pump error 25 alarmed while monitoring and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the device functioning properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via social media post that the customer received excessive pump error and power error alarms. Customer's blood glucose was unknown. Troubleshooting contacted customer and advised customer to wait until the notification light stops blinking, remove the battery and insert a new battery. Customer was also advised to update the date and time and call back if this does not resolve the issue or if there are further issues. The product is returning for analysis.